Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during basal delivery. Customer's blood glucose level was 89 mg/dl. Reportedly, the customer cleared the alarm and resumed insulin therapy.